Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin transmission revealed that the left ventricular lead exhibited high pacing thresholds and high impedances. On (B)(6) 2014 the patient presented to the clinic and the device was reprogrammed. The lead remained implanted. The patients condition was good.